Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file showed there was a single analysis resulting in a no shock advised determination. The ECG trace showed two distinct waveform patterns and an additional large deflection during the analysis period. It cannot be determined if CPR was being performed since the pedi-padz ii do not log CPR data. The AED plus device does not assess the overall condition of the patient. The device analyzes the electrical signals from the heart and provides an analysis. The AED is following protocols when prompting to perform CPR as aeds are unable to detect pulses. The device performed as expected. Analysis of reports of this type has not identified an increase in trend.